Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a high blood glucose (bg) level (600 mg/dl). The customer did not provide any further information. Although requested, the customer did not reply and no additional information regarding the event was obtained.